Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, the reported event was not duplicated. However, the subject device did not passed water leakage test in accordance with the instruction manual. The evaluation also confirmed under x-ray investigation that there was a gap around the one-way valve in the subject device. After disassembling of the subject device, white foreign materials were found within the around the one-way valve in the subject device. A componential analysis was conducted for the white foreign material and the analysis result indicated the white foreign material was composed of similar to gascon drops (dimethicone). Based on the above evaluation result, it is surmised that the white foreign material came from a gascon drops (dimethicone). The reported backflow possibly occurred because the white foreign material adhered to the one-way valve and the gap due to the white foreign material was formed around the one-way valve. The instruction manual of the device and endoscope having auxiliary channel instruct; - failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination this instrument must undergo thorough manual cleaning followed by high-level disinfection or sterilization. - to prevent channel clogging, use sterile water only. - nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic submucosal dissection (esd) procedures using the subject device, the user facility noticed that blue liquid, which seems to be staining solution used for the patient, and blood flowed back over the one way valve within the subject device. The procedure was completed by replacing the maj-855 with another one. There was no report of patient injury associated with the event.